Event description:
It was reported that, since implant, the patient had been feeling a shocking, burning sensation in his arm and both legs when he would look straight ahead. He had been reprogrammed by the manufacturer representative (rep) twice of which did not resolve the issue. Several days prior to this report it was noticed that if he turned his head to the right and looked down, it would make the shocking and burning go away and he would have pain relief. It was noted that the rep changed his program from a to c the last time reprogramming was performed. The patient had an appointment with their healthcare provider (hcp) on (B)(6) 2015. Follow-up was performed to determine if any troubleshooting had occurred, if a cause had been found, if any intervention had occurred, if the issue was resolved, and if the patient had any further concerns. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97754, serial# (B)(4), product type recharger; product ID 97740, serial# (B)(4), product type programmer, patient; product ID 97792, lot# n427555, implanted: (B)(6) 2014, product type accessory. (B)(4).